Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, temperature and impedance, screening, and patency test of the returned catheter. Visual analysis of the returned sample revealed reddish material inside the pebax due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The temperature, impedance and patency testing were performed in accordance with bwi procedures. The device passed the generator tests, and the patency test, the device was irrigating and flushing correctly. No obstructed holes were observed. No irrigation issues were observed. The force and temperature issues reported by the customer werr confirmed. In relation to the reddish material inside the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a reddish material inside pebax due to a hole in the pebax of the catheter. It was initially reported that when coming on ablation with the qdot micro the force readings and temperature values would go to unrealistically high numbers. Reloaded the qdot dongle, but the issue was still there. The cable was replaced without resolution. The catheter was replaced and the problem was resolved. The caller added that after taking the catheter the section between 2-3 had a blood filter. The case continued. There was no patient consequence. The customer¿s reported force and high temperature issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.